Manufacturer narrative:
The suspect clamp was returned to the manufacturer for evaluation. Testing found that the clamp face was bent and the adjustment screw on the clamp was loose, resulting in play on the travel of the clamp face.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, the screw head of the clamp was outworn. It was reported that a second imaging spin was performed to confirm accuracy as the clamp loosened during the case. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.

Manufacturer narrative:
Analysis of the driver found the tip was rounded out due to wear. As a result, the driver sometimes slipped if enough downward pressure was not applied. If information is provided in the future, a supplemental report will be issued.